Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 29-apr-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 77 year old female patient pain at the bottom of the left ribs that began in the back and side, and over subsequent days migrated to predominantly the anterior chest wall with persistent posterior tenderness. Return product is available for investigation. Method: date collected: tested: result: positive/negative: I-stat, (B)(6) 2026, 0952, 0952 >1000 ng/l, positive; atletica, (B)(6) 2026, 0952, 1105 3.12 pg/ml, negative; I-stat, (B)(6) 2026, ni, 1404 >1000 ng/l, positive. Positive cut-off value for I-stat troponin test: yes, f: 12. Positive cut-off value for comparative instrument (if applicable): 35 pg/ml there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile: 90% ci: sex: n (ng/l, pg/ml), (ng/l, pg/ml); female: 490 13, (10, 17); male: 404 28, (19, 58); overall: 895 21, (14, 30).